Event description:
It was reported that high capture threshold due to lead dislodgment was observed. Lead was explanted and replaced when repositioning was unsuccessful. The procedure concluded without any additional adverse events.

Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.